Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the dilator tip was found damaged during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a hemodialysis kit , including one dilator, catheter, and guide wire assembly for analysis. Definite signs of use were observed on the returned components. Visual analysis revealed that the dilator tip was frayed. The appearance of the damage is consistent with undue force applied on the dilator. The overall length of the dilator measured 5 1/2" which is within the specification limits of 5 1/4" - 5 3/4" per the dilator product drawing. The outer diameter of the dilator measured 0.1571" which is within the specification limits of 0.156" - 0.160" per the dilator product drawing. The inner diameter of the dilator measured 0.055" which is within the specification limits of 0.051" - 0.061" per the dilator product drawing. The inner diameter of the dilator at the proximal tip could not be accurately measured due to the damage. The dilator was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A lab inventory guide wire was threaded through the dilator , and was able to pass with little to no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of dilator tip damage was confirmed through investigation of the returned sample. The dilator tip appeared frayed and split. Despite this, the dilator passed all relevant dimensional and functional requirements, and a device history record review revealed no obvious defects or anomalies. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported the dilator tip was found damaged during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the dilator tip was found damaged during use on the patient. No patient harm was reported. The patient's condition is reported as fine.